Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device history log indicates that the end user was in lead ii view instead of pads view during the event. Although this prevented the ECG signal from being viewed on the display, this is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.